Event description:
On (b)(46) 2014, the device was implanted via l-p shunt at 110mmh2o to the patient with subarachnoid hemorrhage. After implantation, it was found that the lumbar catheter from different company had not been inserted in the vertebral canal properly. On (B)(6) 2014, the removal surgery was conducted since the shunt system including the valve was found dysfunctional, but it did not complete since the lumber catheter was broken during the surgery. On (B)(6) 2015, the remaining lumbar catheter, valve and abdominal catheter were all removed since the infection caused by the lumbar catheter was confirmed. Revision surgery would be expected, but not planned yet at this point.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 06feb2015 indicating that the reported event was caused by a non-codman lumbar catheter. There was no reported failure of a codman device. It was also confirmed that no sample would be returned for evaluation. This MDR contains all information received to date. If additional information is provided, a followup MDR will be filed.